Event description:
It was reported that while using the fiber during a prostate procedure, the fiber was blinking and constantly turned off. The surgical fiber was replaced and the procedure completed using a second fiber. Patient outcome: "no damages to the patient". There was no injury reported. Gland volume: 80 g time expended: 16 minutes joules used: 82,052

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap exhibited a circumferential fracture distal to fiber/glass cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the metal cap exhibited moderate burnt on detritus; the glass cap exhibited moderate devitrification at the output window; the outer flow tubing exhibited signs of contamination, likely biologic. The potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.